Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated restart alert 28 after six restart attempts, indicating a battery thermistor range issue and leading to a determination that a replacement ilet was required. Symptoms included no reported adverse clinical effects. Outcomes included device replacement and guidance to use backup therapy due to questionable device functionality. Investigation included troubleshooting with the user, verification of shipping information, and instructions to sync data and return the device. Investigation of this case revealed a suspected battery temperature sensing malfunction consistent with a thermistor range fault, and the device was deemed no longer water resistant. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to the battery temperature sensing circuitry.